Manufacturer narrative:
There is no evidence that the access accutni+3 reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. The customer was advised to send the patient's samples to the beckman coulter complaint handling unit (chu) for evaluation. The (B)(4) chu received two (2) samples for investigation. The patient's samples were analyzed utilizing the access accutni+3 assay on the access 2 immunoassay system (serial number (B)(4)). The (B)(4) chu obtained two (2) elevated results and confirmed customer's results. Further testing of one sample, with blocker proteins, decreased the sample's signal causing a decrease in the access accutni+3 result by 100%, confirming the presence of patient source interferences related to alkaline phosphatase and to heterophile antibodies. In conclusion, the cause of the elevated access accutni+3 results is due to patient source interferences related to alkaline phosphatase and to heterophile antibodies.

Event description:
The customer reported obtaining repeatable elevated troponin I (access accutni+3) results for one (1) patient involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The initial access accutni+3 result recovered above the assay's normal reference range on (B)(6) 2016. The customer reanalyzed the patient eight (8) additional times on the same laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) between (B)(6) 2016 and obtained eight (8) elevated results recovering above the assay's normal reference range again. Due to these elevated access accutni+3 results, the patient was hospitalized. There was no report of additional change to treatment in conjunction with this event. Calibrations, quality controls (qc) and system checks were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a lithium heparin plasma tube and was centrifuged at 9,000rpm (rotations per minute) for seven (7) minutes between 2 and 8 degrees celsius. No issues with sample integrity were reported by the customer.